Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer support (cts) advised the caller to plug the wall adapter into a working outlet for at least 30 consecutive minutes; however, the pump did not charge. Since the caller did not have an alternative charging cable, cts arranged to send a replacement tandem cable and wall adapter via two-day shipping. If the pump battery depletes before the replacement arrives, the customer was instructed to use multiple daily injections (mdi).